Manufacturer narrative:
Product analysis results: visual and optical inspection revealed the tab extender has been bent and broke on the end where the instrument attaches to the screw break off tabs. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal posterior fixation due to spinal canal stenosis associated with vertebral body fracture. Intra-op, when the surgeon was breaking off the tab with a tab breaker, the tab extender broke off. So the surgeon inserted the tab breaker to the remained screw tab and performed breaking off again. The fragments of the extender did not remain in the patient. No patient complications were reported.